Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and also received watchdog timeout alarm and audio/vibrate anomaly/absence of alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states the alarm did not clear with esc/act. Customer will call back if further assistance is needed. The insulin pump will not be returned for analysis.